Event description:
It was reported that the patient presented for a post-operative follow-up. An angiogram confirmed cardiac perforation caused by the right ventricular (rv) lead tip. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Correction: section b6 - "angiogram" should be mentioned.